Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection reveals the device is worn. The trigger mechanism is broken and the device will not function. These can be attributed to the age of the device and the heavy usage. This complaint can be confirmed. A batch review was not conducted as the batch number is unknown. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy mitek has been informed that the lot number is not available. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that prior to an acl procedure the jaw on their suture grasper is broken and their femoral aimer 8 mm offset is bent. The surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep could not provide a lot number for the devices. The device will be returning for evaluation.